Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis of uterus"), endometriosis ("endometriosis all over ovaries") and ovarian cyst ("cyst all over ovaries"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, adenomyosis, endometriosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, endometriosis, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - endometriosis all over ovaries, adenomyosis of uterus, cyst all over ovaries, and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adneomyosis of uterus"), endometriosis ("endometreosis all over ovaries") and ovarian cyst ("cyst all over ovaries"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal, adenomyosis, endometriosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, endometriosis, medical device removal and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - endometriosis all over ovaries, adneomyosis of uterus, cyst all over ovaries, and medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.